Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that the mount does not disengage from the implant (tsvwb11). The procedure was completed with another implant.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) still attached to the mount was returned for investigation. Visual inspection of the as returned product identified dried blood and bone and minor signs of use. The returned device was functionally tested using an in-house driver and the event was confirmed as the driver was unable to disengage the mount from the implant, the retaining screw was found with a damaged hex head which likely occurred from the unable to disengage event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.